Event description:
The user reported that during a left ventriculogram procedure the rotator broke twice in a row. No harm of injury was reported. This is one of three reports for this complaint: 1721504-2011-00398.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed.